Event description:
As per problem statement: when having a blood transfusion, the blood was going subcutaneously with a big hematoma as a result. The PICC line was discontinued and it could be seen that it was split lengthwise at the 6-7cm mark. The customer thinks the catheter was split during contrast injection.

Manufacturer narrative:
(B)(4). The event is currently under investigation.